Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. There was no reported impact to the customer's blood glucose level as the customer had not tested at the time of the call. It was confirmed the customer was able to reload a cartridge onto the pump and resume insulin delivery.